Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had a scs system for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2017-00622. It was reported the patient experienced pain at the ipg site (described by the patient as burning pain) in addition to pain related to the extension. Also, the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2017. During the surgery, it was found one of the extensions was pulled out of the ipg header and the other extension was loose in the ipg header. The doctor then decided to explant and replace the ipg with a different model. Nothing was done to the leads or extensions. The patient received effective stimulation following the procedure.